Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. Upon explant of the device, a tear was found at the cuff and tubing attachment. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Corrected data: h10 analysis results, h6 codes updated to reflect the updated pump analysis findings. Upon receipt of the control pump, pressure regulating balloon, and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon was visually and microscopically examined and underwent leak and functional testing. Scaling and discoloration on the balloon shell was noted. The balloon passed all testing. The cuff was visually and microscopically examined and tested for leaks. The cuff passed leak testing. The cuff tab and tubing were cut in a manner consistent with explant. Product analysis did not confirm the cuff hole/perforated allegation. The pump was visually and microscopically examined and tested for leaks. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or visual abnormalities were found. The pump passed leak testing. The pump passed functional testing and performed within product specifications. Product analysis did not identify a malfunction in the pump component. Based on the information available and analysis results, the reported incontinence could not be confirmed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. Upon explant of the device, a tear was found at the cuff and tubing attachment. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the control pump, pressure regulating balloon, and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon was visually and microscopically examined and underwent leak and functional testing. Scaling and discoloration on the balloon shell was noted. The balloon passed all testing. The cuff was visually and microscopically examined and tested for leaks. The cuff passed leak testing. The cuff tab and tubing were cut in a manner consistent with explant. Product analysis did not confirm the cuff hole/perforated allegation. The pump was visually and microscopically examined and tested for leaks. No damage or visual abnormalities were found. The pump passed leak testing. The pump did not pass pressure testing. Product analysis identified a mechanical issue with the pump component. Based on the information available and analysis results, the reported incontinence could not be confirmed, however the pump mechanical issue could cause the cuff to not completely close, leading to the incontinence issues. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. Upon explant of the device, a tear was found at the cuff and tubing attachment. A new artificial urinary sphincter was implanted. No further patient complications were reported.